Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring ii seal cracked during use. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the seal had cracked along the second ring from the edge. The tension spring was inside the delivery tube and the seal and the anchor tab were extended outside of the delivery tube. The white collar was not present; the plunger had been depressed. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal cracked" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).